Event description:
The company received info that suggested that the inner cannula was 2-3 mm too long and that the pt had a high risk of injury to his trachea. The doctors changed the inner cannula and the second cannula was also too long. The doctors had to cut the cannula to a proper length before final use. The customer will return the sample for eval.